Event description:
Additional information was received from the patient. When asked about the cause of the settings changing from 1.6 to 0.1, they reported the cause was unknown but stated that they "feel I was probably around a magnetic/electrical device that caused the problem. No reoccurrence". No steps were taken to resolve the issue, and they reported the issue to be resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. The reason for call was to report that last friday noticed sudden return of symptoms and when they checked their settings, said that they noticed that the setting was extremely low at 0.1, not the 1.6 at which it was set. Patient said that this morning work up with a wet pad. Patient said that checked implant again this morning and again said that the setting was at 0.1. Patient said they did have coffee earlier and then was stuck in traffic for a long time, stopped to go to the bathroom, drank a diet coke and said had to go again when they arrived home. The circumstances that led to the reported issue were unknown. During call patient connected and setting was at 2.1 on program 2 which is what patient confirmed that is what the setting should be. The issue was not resolved through troubleshooting. Patient will maintain stimulation level and will continue to track symptoms. Patient to clos ely monitor symptoms and settings and if notices discrepancies to document what the expected setting was and actual setting and also document what activity was recently doing. Patient to follow up with hcp to schedule internal device check if the issue continues.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.